Manufacturer narrative:
(B)(4)

Event description:
The event was reported by a customer from USA: "new enhanced sapphire power cord came apart. This is the 7th one to do this in the last several weeks. Delay in therapy: no. Need for medical intervention: no." Additional information was received on 09/30/2015, including the device catalog number and photos, upon which it was determined to be reportable.